Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-07380 & 1627487-2018-07379. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the entire system was explanted. The patient's ipg has been added to this event a new device (device 3).